Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes") and uterine perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (serious criteria medically significant and clinically significant/intervention required), uterine perforation (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged, abnormal menses"), dysmenorrhoea ("severe, abnormal pain during menstruation"), pelvic pain ("severe, pelvic pain"), abdominal pain lower ("severe, lower abdominal pain, severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash pruritic ("rashes and itching"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation") and arthralgia ("hip pain"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2014) and surgery (total hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, dyspareunia, alopecia, rash pruritic, fatigue, headache, weight fluctuation and arthralgia outcome was unknown. The reporter considered fallopian tube perforation, uterine perforation, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, dyspareunia, alopecia, rash pruritic, fatigue, headache, weight fluctuation and arthralgia to be related to essure. The reporter commented: in (B)(6) 2014, bilateral salpingectomy was performed, during post-surgical follow-up appointment she was advised that both essure micro-inserts had migrated and perforated fallopian tubes and uterus, thus a second operation, a total hysterectomy, was performed on (B)(6) 2015, since (B)(6) 2015, symptoms had mostly resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: ultrasound pelvis result was micro inserts had migrated from the fallopian tube (abnormal nos). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes. A bilateral salpingectomy was performed and later a total hysterectomy was performed. The event, seen as fallopian tube perforation and uterine perforation, is regarded as anticipated according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of both events were not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes"), uterine perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes") and dysmenorrhoea ("severe, abnormal pain during menstruation") in a 36-year-old female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2006, cholecystectomy in 2003, abdominoplasty in 2008, uterine dilation and curettage, myocardial infarction (father), vitamin b12 deficiency, anxiety, depression, alcohol use and missed abortion on (B)(4)2013. Concurrent conditions included smoker (current every day smoker ½ ppd), pid pelvic inflammatory disease and allergic reaction to analgesics (upset stomach). Family history included type 2 diabetes mellitus (father, mother), coronary artery disease (father), hidradenitis (mother) and hypertension (father brother). Concomitant products included cyanocobalamin and oxycocet (percocet). On (B)(4)2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("hip pain"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged, abnormal menses"), dyspareunia ("pain during intercourse") and rash ("rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, weight fluctuation ("weight fluctuation"), back pain ("severe back pain") and rash pruritic ("rashes and itching"). The patient was treated with surgery (total hysterectomy on (B)(4)2015) and surgery (diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(4)2015. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, weight fluctuation, weight increased, weight decreased, alopecia, fatigue, arthralgia, migraine, headache, back pain, vaginal haemorrhage, menorrhagia, dyspareunia, rash pruritic and rash outcome was unknown. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, rash, rash pruritic, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: in nov-2014, bilateral salpingectomy was performed, duringpost-surgical follow-up appointment she was advised that both essure micro-inserts had migrated and perforated fallopian tubes and uterus, thus a second operation, a total hysterectomy, was performed on (B)(4)2015, since (B)(4)2015, symptoms had mostly resolved, but some remain (unspecified). The essure device were placed in both tubes with 3 to 5 rings of the coil exposed and again this was verified. On (B)(4)2015, the physician suspected that the right side essure device was not placed properly, and ordered an ultrasound and on (B)(4)2015 discussed the need for diagnostic laparoscopy to locate the essure devices with physician . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in october 2014: micro inserts had migrated from the fallopian tube on (B)(4)2015, surgical pathology report was fallopian tube (complete cross section of bilateral fallopian tube). Clinical history: abdominal pain gross description: received in a container of formalin. There are two fimbriated fallopian tube segments 11.0 cm in length x 0.5 cm in average diameter. Protruding from the cut end is a gray metallic coiled wire. Also received in the same container is a 9.5 cm in length average diameter fimbriated fallopian tube segment. Within the lumen. There is a gray metallic coiled wire. *(B)(4)2015, transvaginal ultrasound (tvu) result: the essure devices were not visible on the ultrasound on (B)(4)2015 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, rashes, abdominal pain, migraines, headaches, weight gain, weight loss and uterine pain added, event outcome was added. Lot no added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes"), uterine perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes") and dysmenorrhoea ("severe, abnormal pain during menstruation") in a 36-year-old female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2006, cholecystectomy in 2003, abdominoplasty in 2008, uterine dilation and curettage, myocardial infarction (father), vitamin b12 deficiency, anxiety, depression, alcohol use, missed abortion on (B)(6) 2013, thrombocytopenia and platelet count low. Concurrent conditions included smoker (current every day smoker ½ ppd), pid pelvic inflammatory disease and allergic reaction to analgesics (upset stomach). Family history included type 2 diabetes mellitus (father, mother), coronary artery disease (father), hidradenitis (mother) and hypertension (father brother). Concomitant products included cyanocobalamin, doxepin, fluoxetine hydrochloride (prozac) and oxycocet (percocet). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("hip pain"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged, abnormal menses"), dyspareunia ("pain during intercourse") and rash ("rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, weight fluctuation ("weight fluctuation"), back pain ("severe back pain") and rash pruritic ("rashes and itching"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy) and surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, weight fluctuation, weight increased, weight decreased, alopecia, fatigue, arthralgia, migraine, headache, back pain, dyspareunia, rash pruritic and rash outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, rash, rash pruritic, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 225 lbs. In (B)(6) 2014, bilateral salpingectomy was performed, duringpost-surgical follow-up appointment she was advised that both essure micro-inserts had migrated and perforated fallopian tubes and uterus, thus a second operation, a total hysterectomy, was performed on (B)(6) 2015, since (B)(6) 2015, symptoms had mostly resolved, but some remain (unspecified). The essure device were placed in both tubes with 3 to 5 rings of the coil exposed and again this was verified. On (B)(6) 2015, the physician suspected that the right side essure device was not placed properly, and ordered an ultrasound and on (B)(6) 2015 discussed the need for diagnostic laparoscopy to locate the essure devices with physician . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Ultrasound pelvis - in (B)(6) 2014: micro inserts had migrated from the fallopian tube on (B)(6) 2015, surgical pathology report was fallopian tube (complete cross section of bilateral fallopian tube). Clinical history: abdominal pain gross description: received in a container of formalin. There are two fimbriated fallopian tube segments 11.0 cm in length x 0.5 cm in average diameter. Protruding from the cut end is a gray metallic coiled wire. Also received in the same container is a 9.5 cm in length average diameter fimbriated fallopian tube segment. Within the lumen. There is a gray metallic coiled wire. *12feb2015, transvaginal ultrasound (tvu) result: the essure devices were not visible on the ultrasound on (B)(6) 2015. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. On 23-jul-2018: event outcome of vaginal bleeding and severe, abnormal heavy bleeding during menstruation, prolonged, abnormal menses was updated as recovered / resolved. Concomitant drugs and historical conditions added.fup 4 and fup 5 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes"), uterine perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes") and dysmenorrhoea ("severe, abnormal pain during menstruation") in a 36-year-old female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2006, cholecystectomy in 2003, abdominoplasty in 2008, uterine dilation and curettage, myocardial infarction (father), vitamin b12 deficiency, anxiety, depression, alcohol use, missed abortion on (B)(6)2013, thrombocytopenia and platelet count low. Concurrent conditions included smoker (current every day smoker ½ ppd), pid pelvic inflammatory disease and allergic reaction to analgesics (upset stomach). Family history included type 2 diabetes mellitus (father, mother), coronary artery disease (father), hidradenitis (mother) and hypertension (father brother). Concomitant products included cyanocobalamin, doxepin, fluoxetine hydrochloride (prozac) and oxycocet (percocet). On (B)(6)2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("hip pain"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged, abnormal menses"), dyspareunia ("pain during intercourse") and rash ("rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, weight fluctuation ("weight fluctuation"), back pain ("severe back pain") and rash pruritic ("rashes and itching"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy).essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, weight fluctuation, weight increased, weight decreased, alopecia, fatigue, arthralgia, migraine, headache, back pain, dyspareunia, rash pruritic and rash outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, rash, rash pruritic, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 225 lbs. In (B)(6)2014, bilateral salpingectomy was performed, during post-surgical follow-up appointment she was advised that both essure micro-inserts had migrated and perforated fallopian tubes and uterus, thus a second operation, a total hysterectomy, was performed on (B)(6)2015, since (B)(6)2015, symptoms had mostly resolved, but some remain (unspecified). The essure device were placed in both tubes with 3 to 5 rings of the coil exposed and again this was verified. On (B)(6)2015, the physician suspected that the right side essure device was not placed properly, and ordered an ultrasound and on (B)(6)2015 discussed the need for diagnostic laparoscopy to locate the essure devices with physician . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Ultrasound pelvis - in (B)(6)2014: micro inserts had migrated from the fallopian tube on (B)(6)2015, surgical pathology report was fallopian tube (complete cross section of bilateral fallopian tube). Clinical history: abdominal pain gross description: received in a container of formalin. There are two fimbriated fallopian tube segments 11.0 cm in length x 0.5 cm in average diameter. Protruding from the cut end is a gray metallic coiled wire. Also received in the same container is a 9.5 cm in length average diameter fimbriated fallopian tube segment. Within the lumen. There is a gray metallic coiled wire. *(B)(6)2015, transvaginal ultrasound (tvu) result: the essure devices were not visible on the ultrasound on (B)(6)2015. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes"), uterine perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes") and dysmenorrhoea ("severe, abnormal pain during menstruation") in a 36-year-old female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2006, cholecystectomy in 2003, abdominoplasty in 2008, uterine dilation and curettage, myocardial infarction (father), vitamin b12 deficiency, anxiety, depression, alcohol use, missed abortion on (B)(6) 2013, thrombocytopenia, platelet count low and stillbirth nos. Concurrent conditions included smoker (current every day smoker ½ ppd), pid pelvic inflammatory disease and allergic reaction to analgesics (upset stomach). Family history included type 2 diabetes mellitus (father, mother), coronary artery disease (father), hidradenitis (mother) and hypertension (father brother). Concomitant products included cyanocobalamin, doxepin, fluoxetine hydrochloride (prozac) and oxycocet (percocet). On (B)(6)2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("hip pain"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged, abnormal menses"), dyspareunia ("pain during intercourse"), rash ("rashes") and urticaria ("hives"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, weight fluctuation ("weight fluctuation"), back pain ("severe back pain") and rash pruritic ("rashes and itching"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy), surgery (total hysterectomy on (B)(6)2015) and surgery (diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, weight fluctuation, weight increased, weight decreased, alopecia, fatigue, arthralgia, migraine, headache, back pain, dyspareunia, rash pruritic, rash and urticaria outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, rash, rash pruritic, urticaria, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 225 lbs. In (B)(6)2014, bilateral salpingectomy was performed, duringpost-surgical follow-up appointment she was advised that both essure micro-inserts had migrated and perforated fallopian tubes and uterus, thus a second operation, a total hysterectomy, was performed on (B)(6)2015, since (B)(6) 2015, symptoms had mostly resolved, but some remain (unspecified). The essure device were placed in both tubes with 3 to 5 rings of the coil exposed and again this was verified. On (B)(6)2015, the physician suspected that the right side essure device was not placed properly, and ordered an ultrasound and on 16feb2015 discussed the need for diagnostic laparoscopy to locate the essure devices with physician . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Ultrasound pelvis - in october 2014: micro inserts had migrated from the fallopian tube on (B)(6)2015, surgical pathology report was fallopian tube (complete cross section of bilateral fallopian tube). Clinical history: abdominal pain gross description: received in a container of formalin. There are two fimbriated fallopian tube segments 11.0 cm in length x 0.5 cm in average diameter. Protruding from the cut end is a gray metallic coiled wire. Also received in the same container is a 9.5 cm in length average diameter fimbriated fallopian tube segment. Within the lumen. There is a gray metallic coiled wire. *12feb2015, transvaginal ultrasound (tvu) result: the essure devices were not visible on the ultrasound on 16feb2015 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received event " hives " was added. Historical condition was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes"), uterine perforation ("micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes"), pelvic pain ("severe, pelvic pain") and dysmenorrhoea ("severe, abnormal pain during menstruation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in (B)(6) 2006, cholecystectomy in (B)(6) 2003, abdominoplasty in (B)(6) 2008, uterine dilation and curettage, myocardial infarction (father), vitamin b12 deficiency, anxiety, depression, alcohol use and missed abortion on (B)(6) 2013. Concurrent conditions included smoker (current every day smoker ½ ppd), pid pelvic inflammatory disease and drug eruption vesicular (upset stomach). Family history included type 2 diabetes mellitus (father, mother), coronary artery disease (father), hidradenitis (mother) and hypertension (father brother). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation, uterine perforation, pelvic pain, dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("severe, abnormal heavy bleeding during menstruation, prolonged, abnormal menses"), abdominal pain lower ("severe, lower abdominal pain, severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash pruritic ("rashes and itching"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuation") and arthralgia ("hip pain"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy), surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia, rash pruritic, fatigue, headache, weight fluctuation and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, rash pruritic, uterine perforation and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: in (B)(6) 2014, bilateral salpingectomy was performed, during post-surgical follow-up appointment she was advised that both essure micro-inserts had migrated and perforated fallopian tubes and uterus, thus a second operation, a total hysterectomy, was performed on (B)(6) 2015, since(B)(6) 2015, symptoms had mostly resolved, but some remain (unspecified). The essure device were placed in both tubes with 3 to 5 rings of the coil exposed and again this was verified. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis in (B)(6) 2014: micro inserts had migrated from the fallopian tube on (B)(6) 2015, surgical pathology report was fallopian tube (complete cross section of bilateral fallopian tube). Clinical history: abdominal pain gross description: received in a container of formalin. There are two fimbriated fallopian tube segments 11.0 cm in length x 0.5 cm in average diameter. Protruding from the cut end is a gray metallic coiled wire. Also received in the same container is a 9.5 cm in length average diameter fimbriated fallopian tube segment. Within the lumen. There is a gray metallic coiled wire. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received - case became medically confirmed, concurrent condition, medical history, reporters, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that micro inserts had migrated from the fallopian tubes, perforated her uterus and fallopian tubes. A bilateral salpingectomy was performed and later a total hysterectomy was performed. The event, seen as fallopian tube perforation and uterine perforation, is regarded as anticipated according to the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of both events were not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.